Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that audio prompts in their device were in incorrect language. The customer may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted physio control to report that audio prompts in their device were in incorrect language. The customer may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and the reported issue was able to be verified and able to be duplicated. It was determined the cause of the reported event was the software issue on the speaker driver (digital pcba). The software was updated and language was reconfigured to resolve the issue. The device passed functional and performance testing and was returned to the customer.